Event description:
The customer reported a leak from the sample probe of the unicel dxc 800 synchron system. The customer stated that the leak was discovered at the beginning of the customer's shift. The customer flushed and primed the probe to troubleshoot the issue and no leaks were observed. However, the customer proceeded to run quality control (qc) and noticed that the probe started to leak again. The customer indicated that approximately 5 milliliters of fluid leaked onto the reaction wheel cover. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and goggles at the time of the event and no injury or direct contact with the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the solenoid wash collar vacuum valves to resolve the issue. The fse verified the repair as per established procedures and results met published specifications. Beckman coulter internal identifier for this report is (B)(4).